Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a low bg level of 59mg/dl. Reportedly, the customer believed the low bg level was due to requiring their basal rates to be adjusted. The customer's daughter assisted the customer in obtaining carbohydrates to consume to address the bg level. Reportedly, the customer met with their healthcare provider to discuss the basal rate adjustments required.